Event description:
It was reported that the patient's pacemaker exhibited difficulty to read the diagnostic episode. No programming changes were made. No patient consequences reported.

Manufacturer narrative:
Please retract this report 2017865-2023-22900 as the event is normal device behavior and there is no malfunction on the pacemaker.